Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision due to incontinence. The appropriate size cuff was placed, and the pump was replaced as well. There were no additional patient complications.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision due to incontinence. The appropriate size cuff was placed, and the pump was replaced as well. There were no additional patient complications.

Manufacturer narrative:
Corrected evaluation conclusion codes and additional MFR narrative. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision due to incontinence. The appropriate size cuff was placed, and the pump was replaced as well. There were no additional patient complications.